Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an emoblization occurred. Patient presented with progressive angina pectoris, known severe transplant vasculopathy and increasing pre-terminal renal failure. Coronary angiography was performed to the main branch, the ramus interventricularis anterior (riva), the right circumflex (rcx) artery and the right coronary artery (rca), the results lead to intervention with angioplasty. Initially the physician placed a 3.0x16mm flexmaster stent to the medial right coronary artery (rca) with good result, no complications. He then attempted to direct stent a taxus liberte 3.5x16mm drug eluting stent to the 80% stenosed lesion in the proximal rca, but the stent slipped from the balloon and was pressed into the vessel wall with balloon dilation. This was followed by the successful implantation of a cypher 3.5x18mm stent and post-dilation in the distal stent region. The medial rcx was then probed using an ebu 4.5 guide catheter with a bmw wire and the implantation of a 3.0x20mm taxus stent with excellent results. During the procedures the patient suffered severe typical anginal problems and ischemic-type ECG changes occurred, which were reversible after the end of the intervention. The patient suffered serious discomfort and pain requiring analgesia with morphine and sedation with a total of 6 mg domicum. Medications used during this procedure were as follows; aspisol, heparin, nitroglycerin, paspertin, mst and dormicum. The physician also prescribed asa 100 mg/dl until marcumar treatment can be resumed and treatment with clopidogrel 75 mg/d for 6 months. Patient status following this procedure was satisfactory. This product is only ous approved it is similar to a marketed us device.

Manufacturer narrative:
The device has not been reported for analysis as of the date of this report.